Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient was scheduled for a revision on (B)(6) 2015 to revise the location of the generator. She was able to move the generator which caused discomfort. Follow-up with the surgeon showed that the patient saw him after surgery and she explained that when she lies on her side the generator rotates 90 degrees. He at first did not believe her and said to wait a couple of weeks and reassess. He then saw her and verified that when she lied on her side the generator did rotate and not just the generator but the entire pocket. He said that based on the patient's physiology this allowed the pocket to rotate and cause this issue. He did use a non-absorbable suture to secure the generator originally. During the revision, he placed the generator under the pectoral muscle to secure the generator more.